Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the x-ray was not available in the system. Review of the log files shows malfunctioning ip-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the problems started after the upgradation of ippc on pc fco and existing 500g drives were failing drive tests. Fse installed new disks but was unable to load software and replaced hard drives with spares and software. The system was working, but after completion of 5 cases, fse found an ippc error. To resolve the issue, fse replaced ippc and installed 3 new disks, re-reloaded software. The defective parts were returned for analysis, for ip pc, malfunction was observed and failed component was ram. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the x-ray was not available in the system. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint